Event description:
Additional information received indicated that the device had been replaced due to its battery being "near dead." There were no issues with regards to the patient's outcome.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a revision due to high impedances >4,000. The implantable neurostimulator (ins) and lead were replaced. The battery was not depleted, but replaced so that patient would not need another surgery in the near future. There was no malfunction of the ins. It was determined that the issue was with the lead.

Manufacturer narrative:
Product ID, 3889-28 lot# v462930, implanted: 2010 (B)(6), product type lead product ID 3889-28 lot# v002778 product type lead product ID, 3095-10 serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3037 serial# (B)(4), product type programmer, patient product ID, 3031a serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 3023 serial# (B)(4), implanted: 2006 (B)(6), product type implantable neurostimulator for use by user facility/importer (devices only). (B)(4).